Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion e exhibiting 95% located in the distal lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated 3 times at 14atm for 10 seconds. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was unable to cross the lesion and it was observed that the stent became deformed. The patient is reported to be alive with no injury.